Manufacturer narrative:
The reported alarm could not be duplicated during evaluation of the returned cycler. There is no evidence to suggest a device malfunction occurred. The reported blood loss is attributed to the operator not performing rinseback. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that effluent pressure low alarms occurred during a routine hemodialysis treatment. Rinseback was performed and a second cartridge was primed. The alarm recurred. An estimated blood loss of 45cc was reported. No medical intervention was required.